Event description:
It was reported that during a percutaneous intervention of the left superficial femoral artery (sfa), an 8f x 65 cm super arrow-flex (saf) sheath was used to perform a crossover from the right common femoral artery (rcfa) to the left iliac artery. During the procedure, the saf sheath could not be advanced through the tortuous left iliac artery. Additionally, guidewires could not be advanced through the saf sheath using either a microcatheter or a percutaneous transluminal angioplasty (pta) catheter. The procedure was completed via a retrograde approach from the distal sfa using a different sheath. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical or surgical intervention was required, and no adverse patient outcome was reported.

Manufacturer narrative:
(B)(4).